Manufacturer narrative:
The root cause for the segment being too long was unable to be definitively determined. However, there was no report that the eleos implant involved contributed to the complaint. Further, there was no indication that there was an issue during manufacturing or sterilization of the implant; therefore, the eleos components most likely did not contribute to this complaint. It is likely that the surgeon's selection of the implant's length was incorrect for the patient.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6). The surgery was performed after the patient sustained a fall and reopened his surgical wound. The surgeon decided to further decrease the length of the segment as the patient would require surgery due to the fall. There was no report that eleos component failed or contributed to the revision. During the surgery, the surgeon removed a 90mm male-female midsection and a custom end cap implant manufactured by microport and placed a 60mm male-female midsection. He then replaced the custom end cap. It is unknown what caused the segment to be too long for the patient.